Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es unable to get past the sign-in screen. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the customer was unable to get past the sign-in screen. A technical support specialist (tss) accessed the station using the admin account and gained access to medication application. The tss contacted the customer, who confirmed that they were then able to access medication application. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.